Event description:
The article, "a cross-sectional study on the incidence of prosthetic valve thrombosis and its outcome treated with fibrinolysis in a tertiary care hospital", was reviewed. The article presented a prospective, single center study to contribute to the understanding of prosthetic valve thrombosis (pvt) management strategies and emphasize the need for individualized care in this complex clinical scenario. Devices included mechanical valves from ttk, st. Jude/abbott, meril miltonia, ats, and on x. The article concluded that the study underscored the importance of close monitoring, optimal anticoagulation, patient education, and highlighted that fibrinolysis unless contraindicated can be considered as effective especially in developing countries or in centers with limited resources, where multiple factors such as surgical availability, financial cost, high operative mortality are to be weighed before treatment. [The primary and corresponding author was dhiviya murugesan, department of cardiology, madurai medical college & government rajaji hospital, madurai, tamil nadu- 625020, india, with corresponding email: dhivimay16@gmail.com]. The time frame of the study was from april 2022 to april 2024. A total of 44 patients were included in the study, of which ~15% received a st. Jude/abbott device. The average age was 36.5 years and the majority gender was female. Comorbidities included pulmonary tuberculosis, renal tuberculosis, coronary artery disease, dysfunctional uterine bleeding, substance abuse (alcohol, marijuana), sinus rhythm, atrial fibrillation.

Manufacturer narrative:
Summarized patient outcomes/complications of st. Jude/abbott mechanical heart valve were reported in a research article in a subject population with multiple co-morbidities including pulmonary tuberculosis, renal tuberculosis, coronary artery disease, dysfunctional uterine bleeding, substance abuse (alcohol, marijuana), sinus rhythm, atrial fibrillation. Complications reported included unexpected medical intervention (thrombolysis), stroke, thrombus; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event was estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: a cross-sectional study on the incidence of prosthetic valve thrombosis and its outcome treated with fibrinolysis in a tertiary care hospital.